Event description:
Information received from broadspire: it was reported that the patient has pain, metallosis - elevated levels of chromium & cobalt , clicking noise. Additional information received from legal: plaintiff alleges the left rejuvenate hip implanted on or about (B)(6) 2010 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. As reported by rep: "revision of left total hip. Patient had rejuvenate stem removed...patient cobalt level was 18." Spoke to rep. A rejuvenate modular stem and neck, and cocr head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and elevated levels is considered to be under the scope of this recall. No further investigation is required.

Event description:
Information received from broadspire: it was reported that the patient has pain, metallosis - elevated levels of chromium & cobalt , clicking noise. Additional information received from legal: plaintiff alleges the left rejuvenate hip implanted on or about (B)(6) 2010 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. As reported by rep: "revision of left total hip. Patient had rejuvenate stem removed...patient cobalt level was 18." Spoke to rep. A rejuvenate modular stem and neck, and cocr head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear (metallosis) and abnormal ion levels involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported wear (metallosis) and abnormal ion levels is considered to be under the scope of this recall. No further investigation is required.